Manufacturer narrative:
Other, other text: device evaluation- one used sample was returned for evaluation. The device showed the luer connector was broken. This device type is 100% leak tested and 100% inspected prior to packaging. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly processes, inspection and testing processes were being performed as per procedures. The investigation determined the device likely became damaged during use or preparation and not during the manufacturing process.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that when connecting the product (a warming tube) to an infusion route, the operator noticed that fluid was leaking from the upper connection part. The operator stopped using the product as a result. No patient injury or complications were reported in relation to this event.